Event description:
It was reported via repair work order that the cot started to smoke while in use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot started to smoke while in use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the level 1 root cause for the smoke emitted from the foot end was a melted battery, terminal block, and connectors. Based on previous investigations a potential level 2 root cause for the melted components could be attributed to wires to the terminal block crossing or possibly abnormal high use resulting in exceeding the expected duty cycle of the device.